Event description:
It was reported that a patient's blood glucose levels (bg) reached over 450 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being dislodged, while wearing it on the arm. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.